Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports not processing in enterprise server. A technical support specialist (tss) identified an ssrs report failure caused by a long-running customer-created structured query language (sql) agent job (indexoptimize - user_databases) that held an exclusive lock on the ds server reports fact item transaction table. This lock blocked etl processing and prevented report execution. Tss stopped the job, confirmed the lock was released, and noted that the customer must modify or remove the job to exclude ds server databases to prevent recurrence. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server extract transform load (etl) process was not current, resulted on reports not processing within the enterprise server. Users were unable to access reports, and outdate medications were incorrectly shown as not pulled despite being removed, caused confusion and prevented timely medication replenishment on pyxis machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.